Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " panels appear for more than 24 hours in progress, they are removed from the team. "

Manufacturer narrative:
H6: investigation summary a failure for lack of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that a number of their panels were unable to provide results, and that their epicenter gave messages that some of these panels had too little indicator, while some had an excess. A bd field service engineer (fse) was dispatched to investigate. The fse reviewed the workflow and found no errors. It was noted that the customer was using a phoenix ap for sample preparation. The fse also reviewed the log files for the instrument, and nothing abnormal was noted. No failure of the instrument, or repetition of the failure, could be found. The root cause is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to panel aborts. See h10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " panels appear for more than 24 hours in progress, they are removed from the team. "